Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that they tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the tubing was not kinked or bent. The customer stated that they tried all remedies. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.